Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, at detachment of the blood vessel, the green button could not be pressed. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egia60axt, egia60axt egia60 artic extra thicksulu (lot#n1g0850y). If information is provided in the future, a supplemental report will be issued.